Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported asymptomatic low flows at a routine clinic visit. Mean atrial pressure (map) was within normal limits at 76. Transthoracic echocardiogram (tte) showed that the patient was hypovolemic. The log file captured a momentary low flow event on 17apr2024 at 9:34:19. The cause of low flow was determined to be hypovolemia. The patient reported not having been drinking as much fluid since starting glucagon-like peptide-1 (glp-1) and was noted to be having many pulsatility index (pi) events. A transthoracic echocardiogram (tte) was done. Small collapsed inferior vena cava (ivc) was noted on tte. Left ventricle size appeared reasonable with an aortic valve that was not opening. Heart failure compensated at that visit, so pi and low flow alarms were thought attributable to hypovolemia. A computed tomography angiography (cta) was pursued due to patient concern with recall on news. Cta impression revealed that the outflow cannula was patent, but there was a buildup of crescent-shaped hypoattenuating material at the proximal outflow cannula, resulting in mild luminal narrowing. This typically indicates the accumulation of blood material between the inner outflow graft and the outer co-axial gore-tex graft. However, the slightly asymmetrical distribution of the hypoattenuating material and the presence of mild luminal narrowing did not completely rule out the possibility of a partial mural thrombus. Then, left and right heart catheterization was completed on 09may2024 with evidence of supported cardiac output on ventricular assist device (vad) and low right atrial pressure (rap) of 4 mmhg consistent with hypovolemia. The patient received 1 litter of intravenous (IV) fluid bolus. Angiographies were performed in the left ventricle cavity using power injection however given native cardiac flow and left ventricular assist device (lvad) flow, there was difficulty visualizing the outflow graft. A multipurpose angiographic (mpa) catheter was passed distally into the outflow cannula and angiography revealed no significant stenosis. There was no significant gradient on pullback. On 14may2024, the patient had a follow up. Low flows resolved post catheterization but resumed on 11may2024. The patient remained asymptomatic with map of 74. The patient was noted to be drinking less than 1 litter of fluid daily. Plan was to continue as outpatient monitoring and hydration. There was no change to medications. They were not on diuretics. In log files, 125 pi events were captured. The log displayed one transient low flow alarm on 05may2024 at around 3:01 am and a low flow flag on 11may2024 at about 7:00 am.

Manufacturer narrative:
Section b1: corrected. Section b2: corrected. Section h1: corrected. Section h6: corrected. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. The reported low flow alarms were confirmed based on a review of the submitted log files. Although a specific cause for these events could not be conclusively determined through this evaluation, the account stated that the alarms were caused by suspected hypovolemia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 6 of the IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.